Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon evaluation of the electrode belt, the trunk cable was severed. The root cause for the cut cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.